Event description:
It was reported that on an unknown date and year, an unknown 25mmtrifecta valve was implanted in a patient. On (B)(6) 2023, it was reported that the device was explanted due to separation on the valve. Patient status is unknown.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of explanted due to separation on the valve was reported. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the device was not returned for analysis. Abbott requested for additional information however this was not provided by the field. The device serial number was not provided, and therefore the device history record could not be reviewed. No implant related factors also could be confirmed from the information received from the field as information related to implant procedure was not provided. Patient's comorbidities and pre-existing medical conditions were not known. Based on the information received, the cause of the reported incident could not be conclusively determined.